Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock lead impedances on the right ventricular (rv) lead. Technical services (ts) noted there was not enough data to know if this was a gradual increase. The crt-d was nearing the elective replacement indicator (eri), so ts recommended potential reprogramming and advised the physician to consider the rv lead replacement when the device does reach end of life (eol). The crt-d and rv lead remain in service. No adverse patient effects were reported.